Event description:
It was reported that there were next box of intermittent catheters I opened that was happily the only catheter from this box they had to throw away. But that makes 4 out of the last 60 that they threw in the trash. It was an unacceptably high number. They were currently dealing with umpteenth uti. They would not risk anything that might increase my risk of infection. The more catheter that they have to expose when opening it, the greater the risk. Just compare the magic 3 to the currently unavailable magic go catheter. When they peel back the magic go only the funnel end can be exposed. And the sure grip was always right there with it. This was obviously not true of the magic 3 that was not 6 sigma manufacturing. They hope they were able to resolve it. Lot #jugu0786, lot #unk. It was unknown if the device contributed to the uti at this time and medical intervention is unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be " patient sensitivity to materials". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "instructions for use intended use: the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. Wash your hands thoroughly with soap and water. Release the sterile water from the foil packet. Tip the catheter pouch end-to-end three to six times so the water moves back and forth to thoroughly wet the catheter surface. Peel open the pack at the funnel end just enough to expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. Wash the area around the meatus before catheterizing. Wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. Try to keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Finish by disposing of the catheter and its packaging. Wash your hands with soap and water. Warning: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿incorrect part orientation/placement design". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. A labeling review was not performed because labelling could not have prevented the reported failure. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were next box of intermittent catheters I opened that was happily the only catheter from this box they had to throw away. But that makes 4 out of the last 60 that they threw in the trash. It was an unacceptably high number. They were currently dealing with umpteenth urinary tract infection. They would not risk anything that might increase my risk of infection. The more catheter that they have to expose when opening it, the greater the risk. Just compare the magic 3 to the currently unavailable magic go catheter. When they peel back the magic go only the funnel end can be exposed. And the sure grip was always right there with it. This was obviously not true of the magic 3 that was not 6 sigma manufacturing. They hope they were able to resolve it. That was frugal. (Lot #jugu0786), (lot #unk). It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per customer follow up received on 18apr2024, it was reported that the event happened months ago and the faulty product was thrown out. They could not use it and saw no reason to save it. They did have photos of the issue and will append one here. The orange sure grip should be all the way at the funnel end so that only the very end of the package needed to be opened. The more product exposed, the greater the risk of contamination. It happened several times including some that bard representative sent them as replacements. They were not impacted except for the fact that they paid for catheters that had to be thrown out unopened. Per additional information received via email on 15apr2024, they opened a new box of catheters over the weekend and found several faulty ones and not as bad as some they have seen but not ones they would dare to use. The catheter was with the orange gripper all the way at the funnel end, and it was not possible to milk the gripper back.